Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was admitted into the hospital due to diabetic ketoacidosis (dka). No date was provided for this event. No other information was provided for this event. Three attempts to reach out to the patient for more information were made.